Event description:
It was reported that the procedure was to treat a lesion in the left popliteal artery. For post-dilatation, the 14x40mm armada balloon dilation catheter was used with an 8 fr sheath. The balloon was inflated two times; however, the balloon ruptured at 4 atmospheres (atm). Therefore, the bdc was removed from the patient and and resistance was noted with the sheath and part of the balloon was noted to have separated and remained in the patient. Cutdown surgery was performed to remove the separated portion of the balloon. An additional 45 minutes were required to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, balloon separation, surgical intervention and delay to treatment/therapy appear to be related to operational context. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. In addition, the ruptured balloon material likely interacted with the introducer sheath during removal, resulting in the reported difficulty removing the device and upon further manipulation, the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.